Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The rubber cap on the wrench popped off and was lost at the office.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Examination of the returned device confirms that the black plastic protector component disassembled from the socket. The black plastic portion was not returned for examination. Upon further examination, it is noted that the scale plate is also loose. A complaint database search found that a corrective action (eco249156) was implemented in february 2008. Eco249156 was initiated to add ridges to the end of the torque wrench to better secure the black plastic cap. The current complaint sample was manufactured in june 2007, before the implementation of eco249156. Although there was a previous corrective action, the root cause of the current reported event is attributed to product wear out, as the product has been in service for numerous years. Based on the investigation determination of wear out as the root cause and a previous corrective action implemented, no additional corrective action is required. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.